Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.

Event description:
It was reported that the pump battery intermittently could not be charged. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.